Event description:
Right side: loss of niple sensation, skin paresthesia, implant visibility.follow up findings: per dr.'s office, the reported events are not device related. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
During a study, physician reported non-device related events for the right side as "nipple sensation, skin paresthesia, implant palpability". A second physician reported "a right side rupture and exchange." The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell and dark ring. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the shell with stress marks in the side radius assessed, as surgical impact opening.

Event description:
Right side: loss of nipple sensation, skin paresthesia, implant visibility. Follow up findings: per dr.'s office, the reported events are not device related. Healthcare professional later reported, rupture. Device was explanted.